Manufacturer narrative:
(B)(4). Evaluation results are: review of pre-implant CT¿s and 3d film report confirmed that the patient had a 5.5cm max diameter aaa. The proximal neck was severely conical-shaped, and contained thrombus and calcification. The neck flow lumen diameter just below the lowest left renal artery measured ~20mm, and 1cm lower measured ~32mm. The infrarenal neck was angulated ~50deg r-l and 50deg a-p. Potential aptus implant locations were noted 3mm down from the renal. The distal aortic diameter was 16mm and extensively calcified. The iliac arteries were moderately tortuous and calcified. The rcia diameter ranged from 10 ¿ 8 ¿ 10mm and the lcia diameter ranged from 7 ¿ 9 ¿ 11mm. The access diameter¿s were 6 ¿ 6.5mm. The exact cause of the proximal type I endoleak seen during implant could not be determined from the pre-implant films provided. Images during and post-implant were not available for review. It is possible that the challenging proximal neck, which was severely conical, short, and well as moderately angulated, may have contributed to the endoleak.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported that the patient had a reverse funnel neck morphology that measured from 22 mm in diameter to 32 mm in diameter within a 10 mm landing zone length. After implanting the 32x14x103 endurant iis stent graft, it was reported that there was a type ia endoleak. Four aptus endoanchors were then implanted and the type ia endoleak was resolved. Per the physician, the cause of the type ia endoleak was due to the patient short neck anatomy. No additional clinical sequelae were reported and the patient is fine.